Event description:
An endurant stent graft system was implanted for the endovascular treatment of the pre-operative rupture of a 9.0 cm diameter abdominal aortic aneurysm. It was reported that there was a type iii endoleak between the ipsilateral limb of the bifurcate and the extension. The patient was treated for a rupture and it appeared that the physician attempted to put a 28x28x82 in the bottom of the main body. However, the physician either didn't get enough overlap or the limb had started to migrate. An angiogram was done and the type iii separation was found. It looked like there was just not enough overlap but the ipsilateral limb and the extension were still connected. The limb has now been relined and extended with a 16x28x156 stent graft and the endoleak resolved. Per the physician, the cause of the type iii separation could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).